Event description:
The lay user pt contacted lfs on (B) (6) 2010 alleging an inaccurate control high reading on her one touch ultra 2 meter. A medical surveillance specialist (mms) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. The pt mentioned that the issue first began on (B) (6) 2010 at 6:00pm. The pt did not exhibit any symptoms and increased their oral dosage of medication; however, on (B) (6) 2010 at 10:00pm, the pt went to the physician's office and was treated with glucose tablets/glucose gel. The pt was not tested on another device. The pt was using the correct control solution. The pt obtained a 126 using the control solution and the result fell within the range on the vial of the test strips. Products were replaced. No further clinical info was provided. It would have been helpful to know whether the pt tested their blood glucose and what the reading was, why the pt went to the physician's office that night and why the pt was treated with glucose tablets/gel. There is no evidence that the meter malfunctioned since the test strips passed using the control solution. The complaint is being reported since the pt reported due to the inaccurate control high reading she was treated with glucose tablets/gel at the physician's office.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.